Manufacturer narrative:
\ Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and firm lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and firm lumps as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient eighteen months ago to the glabella and above each eyebrow with juvederm volift with lidocaine. Thirteen months ago patient was injected again to the eyebrow with juvederm volift with lidocaine. Seven months ago patient was injected to the cheeks with juvederm voluma with lidocaine. "Over the (B)(4)" patient developed "swelling above each brow" which "seems to have grown" since it was first noticed. Patient had a recent "health check which shows no abnormalities" and mentioned the symptoms to the healthcare professional who referred the patient to a head/neck specialist. The patient was later reviewed by the injecting physician who "could palpate firm lumps that moved under minor pressure, the lumps are visible." Patient does not have lumps in the glabella or mid face where other filler was injected. No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 03/08/3016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient eighteen months ago to the glabella and above each eyebrow with juvederm volift with lidocaine. Thirteen months ago patient was injected again to the eyebrow with juvederm volift with lidocaine. Seven months ago patient was injected to the cheeks with juvederm voluma with lidocaine. "Over the summer" patient developed "swelling above each brow" which "seems to have grown" since it was first noticed. Patient had a recent "health check which shows no abnormalities" and mentioned the symptoms to the healthcare professional who referred the patient to a head/neck specialist. The patient was later reviewed by the injecting physician who "could palpate firm lumps that moved under minor pressure, the lumps are visible." Patient does not have lumps in the glabella or mid face where other filler was injected. No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 05/10/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). Corrected data: evaluation codes. Further follow up information received from the healthcare professional confirms that this event is considered not related to an allergan device.

Event description:
Additional information: follow up information was received from the healthcare professional who reports there are "no problems to report in this patient with this product" and that there are "no reactions where this filler has been placed."